Event description:
It was reported that there was a batch difference between datamatrix label and label on box.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint recon described in this report. H11 additional narrative: added: d4 expiration date, h4. Corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device associated with this report was received for examination. According to the information received,¿ batch difference between datamatrix label and label on box¿. Product description: - self cent hip 45x28 gry product code: - 103545000 lot no: - d25061015. Quantity of manufactured: - (B)(4). Date of manufacturing: - 17-jun-2025. Expiry date: - 31-may-2030. IFU reference: - IFU-0902-00-701. A manufacturing record evaluation were performed; no non-conformances / manufacturing irregularities were identified. ¿ verified the finish date of (B)(4) which are related to (B)(4). Lot number/process finish date clean room inspection assy&pack box& label pack for shipping d25061013 - 11-jun-2025 - 11-jun-2025 - 11-jun-2025. D25061015 - 17-jun-2025 - 17-jun-2025 - 17-jun-2025. Two batches were manufactured under different date. ¿ d25061013&d25061015 didn¿t do any rework in manufacturing side. ¿ completed DHR review of d25061013&d25061015. Verified sample label affixed on DHR, the lot number information between label and DHR is same. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot ==> product description: - self cent hip 45x28 gry. Product code: - 103545000 lot no: - d25061015 quantity of manufactured: - (B)(4). Date of manufacturing: - 17-jun-2025. Expiry date: - 31-may-2030. IFU reference: - IFU-0902-00-701. Device history review ==> a manufacturing record evaluation were performed, no non-conformances / manufacturing irregularities were identified. 1) ordered quantity: (B)(4). 2) date of manufacture: 17-jun-2025. 3) any anomalies or deviations identified in DHR: no nonconformities were identified. 4) expiry date: 31-may-2030. 5) IFU reference: IFU-0902-00-701. After searching "d25061015" in etq, no record is displayed. After searching ¿self" in etq and all results have been reviewed, no case even similar to the issue described in this complaint is identified. Hereby drawing a conclusion that no non-conformances were identified for this batch of products. Added: d10 (concomitant).